Manufacturer narrative:
Age at time of event: 18 years or older. Evaluated by MFR: a 28 x 2.25mm promus premier select stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent could not cross the lesion. The 28 x 2.25 target lesion was located in the left anterior descending artery (lad). A 28 x 2.25 promus premier select stent was advanced, but could not pass the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage.